Manufacturer narrative:
(B)(4). The customer evaluated the device.

Event description:
On power up, the unit had blank screen and the backup alarm sounded. The customer reported that the device was not in clinical use at the time the issue was discovered.